Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver display screen becoming frozen could not be determined. A root cause could not be determined. Labeling indicates that the receiver is not water resistant; do not get the receiver wet at any time.